Manufacturer narrative:
A united states (us) customer contacted siemens customer care center (ccc) and reported that during manual maintenance of the atellica im 1300 analyzer, the back cover of the immunoassay module (im) did not remain open and hit the back of the operator¿s head. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse adjusted the adjustment screws on both sides of the lid, checked the lid function and made sure it's not loose and it is holding at the up positions, mid and full open, the lid was secured, and no errors occurred. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that during manual maintenance of the atellica im 1300 analyzer, the back cover of the immunoassay module (im) did not remain open and hit the back of the operator¿s head, causing pain for 2 days. The operator visited employee health for an initial evaluation, and the physician evaluated operator and verified that operator did not have a concussion. There was no injury beyond the hit to the operator's head. It is unknown if the operator required medical intervention. There are no known reports of adverse health consequences due to this event.